Manufacturer narrative:
The device was serviced on-site by a field service technician. Visual inspection, functional testing, self-test and alarm log review was performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The f-38 (malfunction in tube misloading detection circuitry) alarm was identified during inspection. The cause of the condition was determined to be damaged force sensing resistors (fsrs). To fix the flo-gard infusion pump was taken out of service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have f38 alarm (malfunction in tube misloading detection circuitry). No additional information is available.